Event description:
Customer reported device = 149 mg/dl. Customer stated having low blood glucose symptoms. 911 was called. Paramedics device = 36 mg/dl. Customer was admitted to the hosp. Customer's family member stated being unsure of the type of treatment received at the hosp. No controls used. A request was made for return product and replacement product was sent.